Event description:
The customer reported to baxter of a condition with one v-link catheter extension set that was alleged with a poor seal at the perforation of the set's packaging. The customer stated that when one package was opened, the next package connected would also open. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - the sample was received for evaluation; however, the evaluation has not yet been completed. A review of batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted upon completion of evaluation or if relevant additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the customer reported condition as damaged sterile packaging. The root cause of the reported condition was determined to be a manufacturing deficiency. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. This issue is being investigated through corrective and preventative action (CAPA).